Manufacturer narrative:
(B)(4). Multiple attempts to obtain add'l info were not successful. Without the actual device or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. Per the event description, the nurse "withdrew needle, engaged safety device, and set down on table, when cleaning up picked up needle and it stuck her hand." It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. A historical review of our complaint database was performed and no adverse trends of this nature were identified for (B)(4). All available info was forwarded to the actual MFR, (B)(4). If add'l pertinent info becomes available, a f/u report will be submitted.

Event description:
As reported by the user facility: reports nurse inserted IV catheter into pt, withdrew needle engaged safety device, and set down on table, when cleaning up picked up needle and it stuck her hand, followed needle stick policy, pt was (B)(4). Customer discarded in sharps container at time of incident. (B)(4).